Event description:
Tampon came upside down inside the plastic... Inserted with the string inside [device physical property issue]. Case narrative: consumer reported via email that the tampon came upside down inside the plastic applicator. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.